Event description:
It was reported that the 9800 system had a blank screen. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The interconnect cable was replaced and the power supply was adjusted during the svc call. The system was tested and found to be working as intended, and put back into service. (B) (4)